Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 4.3, lab: 12, time between testing: five (5) hours. Pt had a fall on (B)(6) 2012; the bruises from the fall were discoloring rapidly and pt felt sick so she went to the dr. The high inr value at the lab and some deep bruises from the fall led to the pt's hospitalization. Pt self tester's therapeutic range: 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.